Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1hlac, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complained of pain over the battery pocket and decreased symptom improvement. Contributing factors were unknown. An impedance check had been done and x-ray showed lead migration. A revision had occurred. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Device received by medtronic, evaluation not yet complete. If information is provided in the future, a supplemental report will be issued.